Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. A visual inspection of a retained sample was performed while mixing the product. No unusual characteristics were observed. Samples appeared to have a homogenous appearance. All results have specification. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate twin-packs were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the reported lot. . Conclusions: the IFU packaged with the device at the time of manufacture indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c," the IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cement hardening time was too fast to implant the stem, stem removal and cement scraping was performed. And a reamer was used for the cement removal. Once again, a new stem was implanted. The storage period and storage temperature of the mixing kit are unknown. The following is the intraoperative flow. The cement was removed from the cold storage 10 minutes before mixing. Doctor, the primary surgeon, performed the cement mixing. One gram of room temperature antibiotic and 40 g polymer were mixed in a mortar and then placed in the mixing. Mixing was then started by adding the remaining 40 g, and two sticks of monomer with a gauze covering the top of the funnel. At 30 seconds from the start of the count, attached the reamer handpiece (switch to reaming) and mixed until 1 minute 20 seconds. Cement was pushed out to the tip of the nozzle with fill condition, and the cement sticking was checked with gloves. Cement was applied to the inside of the centralizer of the stem and waited, and cement was injected into the medullary cavity at 3 minutes and 40 seconds after mixing began. The first trigger could be pushed out as usual, but after the second trigger, it could not be pushed out due to resistance. Once it removed from the medullary cavity, the trigger was pulled to check the condition of the cement and the cement was not pushed out. The nozzle of the cement gun was cut with a nozzle cutter to attempt to inject cement into the medullary cavity, but the situation did not improve. Stem insertion was performed as is, but the stem failed to reach the target position, and the stem was eventually removed using a rasp handle. The remaining cement in the medullary cavity was then removed and a 37.5 short stem was placed instead of the 37.5 #0 stem that was to be used.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Cement hardening time was too fast to implant the stem, stem removal and cement scraping was performed. And a reamer was used for the cement removal. Once again, a new stem was implanted. The storage period and storage temperature of the mixing kit are unknown. The following is the intraoperative flow. The cement was removed from the cold storage 10 minutes before mixing. Doctor, the primary surgeon, performed the cement mixing. One gram of room temperature antibiotic and 40 g polymer were mixed in a mortar and then placed in the mixing. Mixing was then started by adding the remaining 40 g, and two sticks of monomer with a gauze covering the top of the funnel. At 30 seconds from the start of the count, attached the reamer handpiece (switch to reaming) and mixed until 1 minute 20 seconds. Cement was pushed out to the tip of the nozzle with fill condition, and the cement sticking was checked with gloves. Cement was applied to the inside of the centralizer of the stem and waited, and cement was injected into the medullary cavity at 3 minutes and 40 seconds after mixing began. The first trigger could be pushed out as usual, but after the second trigger, it could not be pushed out due to resistance. Once it removed from the medullary cavity, the trigger was pulled to check the condition of the cement and the cement was not pushed out. The nozzle of the cement gun was cut with a nozzle cutter to attempt to inject cement into the medullary cavity, but the situation did not improve. Stem insertion was performed as is, but the stem failed to reach the target position, and the stem was eventually removed using a rasp handle. The remaining cement in the medullary cavity was then removed and a 37.5 short stem was placed instead of the 37.5 #0 stem that was to be used.